Manufacturer narrative:
During failure analysis, the reported event of the system heating up was not duplicated and no failures were confirmed during service evaluation of the console. Based on customer contact the saline bag was dry when the event occurred, the IFU outlines that ultrasonic power should not be used if irrigation is not flowing through the tip. The device was serviced for preventative maintenance, and returned to the user facility.

Event description:
It was reported that the console 110v (foot pedal & IV pole included) was being used during a tumor removal procedure when the tip sleeve melted due to overheating. It was reported that use of the device was continued after the saline bag ran dry leading to a loss of irrigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup system was used along with a new saline bag, and the procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the console 110v (foot pedal & IV pole included) was being used during a tumor removal procedure when the tip sleeve melted due to overheating. It was reported that use of the device was continued after the saline bag ran dry leading to a loss of irrigation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup system was used along with a new saline bag, and the procedure was completed successfully.